Event description:
A report was received that the patient had a radiofrequency ablation therapy. The patient noted she has been getting muscle spasm around the battery. Flexeril and norco was prescribed. The patient also reported that she was experiencing overheating at the battery site while charging and had charging issue. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had a radiofrequency ablation therapy. The patient noted she has been getting muscle spasm around the battery. Flexeril and norco was prescribed. The patient also reported that she was experiencing overheating at the battery site while charging and had charging issue. The patient will undergo a revision procedure wherein the ipg will be replaced.